Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) has losing it's trigger.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit and was not able to reproduce the problem stated by customer. Performed all functional checks and calibrations per manufacture specifications, unit has passed all test and is now ready for clinical use.